Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check, a possible undersensed beat on the current electrograms (egm) was observed on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check, a possible undersensed beat on the current electrograms (egm) was observed on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.